Event description:
On an unknown date in 2005, the patient underwent treatment of a type a dissection using an elephant trunk technique. It was reported, the dissection extended distally into one of the external iliac arteries. On an unknown date in 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm and false lumen reperfusion. A 31 mm gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted with a 45 mm conformable gore tag thoracic endoprosthesis extending proximally. On (B)(6) 2013, a follow-up computed tomography scan showed filling of the false lumen from proximal septal tears. It was reported, the aneurysm was noted to be increasing in size and measured 6.2 cm. On (B)(6) 2013, an intervention was performed to treat the false lumen perfusion of the abdominal aortic aneurysm. A conformable gore tag device was implanted proximally, and a second tag device was placed distally from the proximal elephant trunk to the abdominal stent graft after complete visceral debranching. Completion angiography showed no evidence of endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Refer to the following medwatch report for the information regarding the conformable gore tag thoracic endoprosthesis: 2017233-2013-00310.